Event description:
During si joint fusion surgery, the surgeon deployed the decortication instrument and noted some resistance in the joint. When he advanced the cutting element the nitinol tip moved in an undesirable direction, so he retracted the tip and removed the decorticator. Upon removal, the tip seemed to be stuck within the working cannula. With a gentle rotation the surgeon was able to remove the device without issue. Upon reviewing the flouro, he noticed 2 small pieces of the decorticator were left inside the joint. In assessing the device that was removed, it was initially thought the end cap was broken. The surgeon decided the best course of action was to leave the 2 small pieces in the si joint as they are inert and would cause no adverse reaction to the patient. The remaining decorticators worked without incidence and the surgery was completed. Upon further inspection it was discovered that the tip of the cutting element was the piece that broke in the joint; the end cap of the decorticator was not broken.